Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had undergone a spinal fusion at l1-l3 due to burst fracture at l1-3 or l2 vertebral fracture. Post-op, when bone union was achieved, a removal surgery was conducted. During this revision surgery, the implanted rod in the left side of l3 was found to be detached from screw head on the caudal side. The set screw was checked and was found to be broken, but this set screw remained in the screw head. All the implants were removed in the revision surgery, with no fragment of the broken product remaining inside the patient.